Event description:
Resident was taken out of tub with the chair lift when the seat belt broke and resident fell out of chair. The fastening for the seat belt was missing a part causing the incident to occur. The resident was admitted to the hosp with fracture of the right shoulder. No surgery was warranted, sling only. A death certificate was sent to arjo at the end of april by the pt's relative. It stated that the immediate cause of death was due to left lower lobe pneumonia due to or as a consequence of non hodgkins lymphoma due to or as a consequence of alzheimers disease. The death certificate in the section entitled, other significant conditions contributing to death but not related to cause given in part 1a (above), listed fractured right humerus.